Event description:
During the surgery of a transurethral resection of the prostate the wire loop on three electrodes broke in the pt. The surgeon used the fourth one to finish the case. There was no pt injury. There was no delay in the procedure. There was no pieces retrieved from the pt. There was no further info provided from the end user.

Manufacturer narrative:
There was no ample wire for specification measurements. Evaluation summary: visual inspection confirmed the wire loop breakage. Burn marks were evident on all wire loops. The length of each electrode was within specification. This complaint is the first one for this electrode. There is no further action required. Cause of event: operational context contributed to event. The pt selected for this case was far from optimal for a bipolar resection. One factor is the pt was indicated to have a dry fibrous prostate tissue. Another factor is that a high electrosurgical setting was used. In addition, the surgeon must be mindful of the speed of resection. Technique and pt conditions serve as the cause of device failure.